Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem customer technical support it was discovered customer did not removed excess air from the cartridge. Cts educated customer on the user guide for insulin and cartridge use. Customer reloaded the cartridge to resolve the issue.